Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an initial implant procedure the physician was unable to get the helix to extend properly. The lead was removed from the patient and the helix was exercised, when it eventually "popped out" after an excessive amount of turns. It was decided to utilize a new lead, which was implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).